Manufacturer narrative:
H3: analysis confirmed the customer compliant regarding no stim response. The unit came in with stim fuse failure, and loose clips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, no stim response from pi box and deemed not working properly. User used a different patient interface and it worked. There was no patient impact.